Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer provided a vague report of infusion rate discrepancies and that the devices were "sent in". Although requested, no additional patient or event information or dates were provided. No patient harm was reported.